Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump also received with cracked case(battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 6.5 mmol/l. The customer reported that the battery compartment was damage. Troubleshooting was performed for damage. On opening the battery compartment found that the battery had leaked inside the compartment. The insulin pump will be returned for analysis.